Event description:
The patient was placed on ventilator. After ventilator check and patient was stable on vent, the respiratory therapist left. Approximately 15 minutes later, rn paged the respiratory therapist to report the ventilator had completely stopped working. The rns ambu-bagged the patient as respiratory therapist brought another ventilator. I am waiting to hear back from biomed engineering as to the follow up with this equipment.